Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately eight and a half (8.5) years post initial procedure, during routine follow the patient presented with a type 3b endoleak and an enlarging aneurysm sac. The patient's current status is stable and currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately seven and a half (7.5) years post initial procedure, the patient presented emergently with a ruptured aneurysm due to a type 3b endoleak. The physician elected to implant (non-endologix) thoracic graft to stabilize the patient which was successful. (Reported under MFR# 3011063223-2023-00011). Approximately eight and a half (8.5) years post initial procedure, during routine follow the patient presented with a type 3b endoleak and an enlarging aneurysm sac. The patient's current status is stable and currently being monitored while an intervention is being discussed. Additional information: the physician elected to treat the patient by placing an alto stent graft system on (B)(6) 2023 which successfully resolved the endoleak. The patient status was reported as stable and was discharged home the next day post this secondary procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement, and re-intervention are confirmed. The type 3b endoleak is not confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. Unable to identify the contributing factors due to a lack of medical information surrounding the reported event. It should be noted that the patient had a secondary procedure where non-endologix stents were implanted for a ruptured aorta treatment; however, it could not be determined if this off label use contributed to this adverse event/incident. The patient status was reported as stable and was discharged home the next day post this secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.